Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * if possible, can you identify the lot number of the product used? Unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former labeled with a detached needle were received for analysis. The product code is vcp493h. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under magnification, and suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on 13/03/2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no adverse reported. Additional information was requested.